Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-jan-2016, fse arrived at the site to address the reported event. Fse realigned the orter up on all three corners and to the dispense lane, then ran a sorter test and some tt samples. No further errors or issues were noted. The device was determined to be functioning properly post-intevention. No further action was required by field service. The most probable cause of the reported event was due to sorter misalignment.

Event description:
On (B)(6) 2016, the customer reported that the a1a-900 analyzer was dropping cups on the right hand side. The customer reported that they would still attempt to run. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results e2 and lhii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.